Manufacturer narrative:
Device analysis report attached. This report is submitted on march 14, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to infection and swelling. Additional information has been requested but has not been made available as of the date of this report.